Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer received a power source alert which resulted in the pump shutting down. The customer's blood glucose (bg) was ¿high¿, however, a specific value was not provided. Bg level was addressed with a correction bolus via the pump. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.